Event description:
Reporter indicated to a country representative that they were having issues with their programming wand. The wand was rotated and batteries changed but still did not work. Another programming wand was used and the pt was successfully interrogated. Good faith attempts were being made for add'l details and product return for analysis.